Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. One clip was successfully implanted. To further reduce mr, an additional clip was implanted lateral to the first. However, after deployment of the second clip, it was observed that the first clip had migrated from the implanted location. The clip remained partial attached to the anterior chordae and partial to the anterior leaflet. A chordal rupture was suspected. The physician inserted a balloon pump and an additional clip was then implanted, reducing mr to a grade of 2-3. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported migration (partial clip movement) appears to be related to patient morphology/pathology. The tissue injury appears to be related to the procedural condition of the partial clip movement. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical interventions were results of case-specific circumstances as a balloon pump was inserted and an additional clip was then implanted. There is no indication of a product issue with respect to manufacture, design or labeling.